Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing defibrillation threshold (dft) testing. At the recent implant procedure, it was noted by the physician that the can was positioned sitting very low in the pocket, in a non-posterior position. Dfts were performed and ventricular fibrillation (vf) was induced, in which two shocks delivered by the s-ICD failed to convert the patient. An external shock was able to convert the patient out of vf successfully. The procedure was complete; however the patient was admitted to the hospital as a change-out procedure will be scheduled soon. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. A risk review was completed and confirmed that the event of difficulty converting rhythm (induced) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unintended use error caused or contributed to event conclusion was selected based on objective field input which suggested that the device was very low and not very posterior possibly affecting the conversion outcomes.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing defibrillation threshold (dft) testing. At the recent implant procedure, it was noted by the physician that the can was positioned sitting very low in the pocket, in a non-posterior position. Dfts were performed and ventricular fibrillation (vf) was induced, in which two shocks delivered by the s-ICD failed to convert the patient. An external shock was able to convert the patient out of vf successfully. The procedure was complete; however, the patient was admitted to the hospital as a change-out procedure will be scheduled soon. The s-ICD remains in service and no additional adverse patient effects were reported.